Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was lgw. (B)(4).

Event description:
It was reported the leg pain patient experienced overstimulation and a ¿strong stimulation¿ sensation and that it was ¿uncomfortable¿ beginning two days prior to report. The patient was directed to turn off their implantable neurostimulator (ins) and redirected to their healthcare provider (hcp). Following turning the ins off, the patient reported to continue feeling the uncomfortable stimulation. The patient had notably met with their hcp two weeks prior to report and had their settings turned down a bit. There were no patient falls reported. Additional information has been requested. A supplemental report will be filed if additional information is received.